Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2024). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port system was allegedly failed to aspirate. It wa sfurther reported that the saline solution allegedly failed to infuse. The port system was removed and another new port system was replaced. There was no reported patient injury.

Event description:
It was reported that immediately after port placement procedure, the port system was allegedly failed to aspirate. It was further reported that the saline solution allegedly failed to infuse. The port system was removed and another new port system was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one implantable slim powerport, one catheter and two cath-locks were received for evaluation. Visual, microscopic and functional evaluations were performed. The port body with the attached catheter was patent to both infusion and aspiration without any issue. Therefore, the investigation is inconclusive for the reported difficult to flush and suction issues as the exact circumstance at the time of the event reported was unknown. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 03/2024), g3, h6 (method). H11: b5, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the powerport slim implantable port, chronoflex single-lumen, kit, 6f products that are cleared in the us. The pro code and 510k number for the powerport slim implantable port, chronoflex single-lumen, kit, 6f products is identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure, the port system was allegedly failed to aspirate. It was further reported that the saline solution allegedly failed to infuse. The port system was removed, and another new port system was replaced. There was no reported patient injury.